Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm after bolus delivery. The customer's blood glucose (bg) level was 326 mg/dl. Tandem technical support had the customer perform a system check and the cartridge was found to be the cause of the occlusion. The customer was to change the cartridge and deliver a correction bolus to address the high bg level.